Event description:
Event description cpi received information that one day after the implant of an implantable pulse generator (ipg) and this bipolar lead, the lead had dislodged. The patient was experiencing loss of atrial capture and sensing. No further information is available at this time.